Manufacturer narrative:
The x2 user guide state ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's blood glucose (bg) was 40 mg/dl; cause was unknown. Bg was addressed with a glucagon pen. Reportedly, customer used off-label apidra insulin. During troubleshooting with tandem customer technical support (cts), customer loaded a new cartridge and filled tubing while connected at the site. Cts educated customer not to do so; customer acknowledge and resumed insulin delivery.